Event description:
It was reported that 1 bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tube had a "black point" of foreign matter in it, and 9 tubes had label peel off. All defects were found before use in lot# 9260592. The following information was provided by the initial reporter: "black point = 1 / open label = 9".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter and label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to label lift issue through CAPA#1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tube had a "black point" of foreign matter in it, and 9 tubes had label peel off. All defects were found before use in lot# 9260592. The following information was provided by the initial reporter: "black point = 1 / open label = 9."